Event description:
Ihc instrument malfunction - intermittent failure to dispense antibody onto tissues (slides). Antibody dispensed as expected on controls so they worked as expected; however antibody failed to be dispensed onto pt's tissues. The following antibodies were utilized: mdm2, cdk4. Controls exhibited fluorescence as expected; pt appeared to be mdm2 and ck4 neg. Upon further case review, test re-ordered and repeated positive. Dako service determined faulty programming of dispensing volumes. Volumes programmed that were inconsistently below dako's minimum volume requirements/different wells.